Manufacturer narrative:
Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product follow-up letter sent to customer requesting that customer contact customer care department.

Event description:
Consumer reported complaint for e-0 error message. Husband is calling on behalf of the customer. The e-0 error occurred after the blood was absorbed. The customer stated the error occurred with many strips. The customer stated she was using alcohol pads. During the call on (B)(6) 2017, the customer attempted to retest and obtained a result of e-0. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. The customer stated that she was not feeling well. When asked what symptoms she was having, the customer was very agitated and did not disclose them. Customer was advised to seek medical attention but she declined and stated that she knew what to do and that she just wanted to get the meter working. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 11/27/2017 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product follow-up letter sent to customer requesting that customer contact customer care department.

Event description:
Consumer reported complaint for e-0 error message. Husband is calling on behalf of the customer. The e-0 error occurred after the blood was absorbed. The customer stated the error occurred with many strips. The customer stated she was using alcohol pads. During the call on (B)(6) 2017, the customer attempted to retest and obtained a result of e-0. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. The customer stated that she was not feeling well. When asked what symptoms she was having, the customer was very agitated and did not disclose them. Customer was advised to seek medical attention but she declined and stated that she knew what to do and that she just wanted to get the meter working. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 11/27/2017 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.